Manufacturer narrative:
Unknown; no information has been provided to date. One device was returned for evaluation. Visual inspection revealed a cracked right plunger case and damaged bottom case. Review of the event history logs showed an invalid syringe size alarm. Functional testing was performed and the reported issue was able to be duplicated. The root cause of the issue was determined to be the size calibration out of specification. The size pot and tapered spring were replaced as a preventative measure. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device exhibited a size sensor error. It is unknown if there was patient involvement, no adverse patient effects were reported.